Event description:
The pump was on the list of pumps with possible battery performance issues. The pt had no symptoms. The physician chose to replace the pump prophylactically. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine. The pump was returned to the MFR and underwent routine analysis.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed s2 motor feedthru corrosion; feedthrus have quite a bit of residue on them. The motor feedthru corrosion did not result in a motor stall during bench testing. Analysis further revealed no problems with the battery. It was concluded there was a reliability non-conformance.